Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The iabp failed the patient interface leak test. To address the issue the stm replaced the pneumatic module assembly and tested the performance to factory specifications. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine test of a cardiosave intra-aortic balloon pump (iabp), performed by the customer, the iabp failed to autofill the balloon. There was no patient involvement, thus no adverse event was reported.